Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had an intermittent power issue. The reporter noted that the battery compartment was damaged and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016. The device has been returned and evaluated by product analysis on 08/25/2016 with the following findings. A review of the black box indicated multiple reboots had occurred on the date of the complaint. There was evidence of moisture found in the battery compartment and the battery compartment was cracked in multiple places. Leak testing revealed a battery compartment leak. The returned battery cap was able to fully attach to the pump. The pump was exercised for 24 hours with no power interruptions occurring. The pump casing was opened and no internal defects were found. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).